Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: seroma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
A complete capsulectomy was performed.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, and seroma.

Event description:
Healthcare professional reported right side ¿small quantity of periprosthetic liquid, physiologic of normal distribution, with some small capsular fold¿, ¿breasts strongly encapsulated grade IV¿, ¿fibrosis in relation with the periprosthetic capsula¿, ¿presence of negative cd 30 lymphoid cellularity¿, and ¿right breast presents double capsule. The device has been explanted and replaced.